Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality control (qc) data was not provided by the customer. The calibration curves did not show any abnormalities. The kinetics of the affected sample also did not show any abnormalities. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2022-00052 was filed for the falsely low kappa light chains results obtained on (B)(6) 2022 on the same system.

Event description:
A falsely low kappa light chains result was obtained on a patient sample using a 1:20 sample dilution on a bn ii system using n antiserum to human ig/l-chain, type kappa reagent. The result was not reported to the physician(s). The sample was repeated for kappa light chains using a 1:100 sample dilution, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low kappa light chains result.